Event description:
During the procedure, smoke was emitted from the generator and a popping sound was heard. The generator was turned off and replaced in order to complete the procedure with no adverse consequences to the patient.

Manufacturer narrative:
A burning smell was noted during functional testing from the returned generator. Upon further investigation, thermal damage was found at component c12 on the rf amplifier board at the location of channel 4. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information provided to abbott and the investigation performed, the root cause of the reported event was isolated to component failure of the rf amplifier board located at channel 4.